Event description:
On (B)(6) 2004, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 58mm, with a marathon 32mm x 58mm liner, the femoral stem was a summit tapered hip stem, size 6, high offset and a 32mm +8 femoral head. On (B)(6) 2004, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 58mm, with a 32mm x 58mm liner, the femoral stem was a summit tapered hip stem, size 6, high offset and a 32mm +5 cobalt chrome femoral head. Soon after these surgeries, I began experiencing severe pain and discomfort. On (B)(6) 2008, I underwent a revision of the right total hip arthroplasty. I received a 40mm x 58mm. Dates of use: (B)(6) 2004 to (B)(6) 2008.